Manufacturer narrative:
Device passed the operating currents measurement, unexpected restart error test, self test and displacement test. No unexpected battery power loss alarm, off no power alarm or blank display anomaly noted. Device had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched display window, peeling or damaged address or serial number label and corroded battery cap contact.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose level and the insulin pump was not working even after putting a new battery. The blood glucose level of the customer was 22.2 mmol/l. The insulin pump will be returned for the analysis.